Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use there was insufficient blood flow through device with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when drawing arterial blood from a 45-bed patient, there was blood flowing out of the needle, but the syringe ejected by itself, and the syringe had no negative pressure, resulting in no bleeding.